Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the probe was plugged in, and froze the machine for 10+ minutes upon boot-up. The clinician tried to re-boot multiple times and it still took 10 minutes to get the screen to pop up. This was tested on two machines.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of the unit freezes intermittently was unconfirmed. Probe did not cause the sr8 to freeze up. Probe calibrated and showed needle tracking on the screen. There is no root cause as the issue could not be reproduced.

Event description:
It was reported the probe was plugged in, and froze the machine for 10+ minutes upon boot-up. The clinician tried to re-boot multiple times and it still took 10 minutes to get the screen to pop up. This was tested on two machines.